Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that physical stress was applied to the insertion part while the user was handling it, damaging the charged coupled device unit and temporarily causing this event. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 3) "do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation . The subject device was received and evaluated . Device evaluation found whiteout occurred in the endoscopic image, image-able to restore. Furthermore, the following defects/findings were identified during device inspection: ccd cover lens found dirty. Connecting tube dent. Plug unit housing noted damaged. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The subject device was received at olympus service business center, however the device evaluation has not yet been finalized, still in progress, cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported a no image found during an unspecified procedure. Per the report, the customer received a device loaner. No harm was reported. No patient harm, no user injury reported.